Event description:
A drager ventilator failed while on a neonatal patient with pcv settings of 55 frequency / fio2 0.63 / I-time 0.35 / pip 18cm. / peep 4 cm. Respiratory therapist and rn at patient bedside. Respiratory therapist was reviewing loops of ventilation on screen, ventilator screen went blank and ventilator alarmed and stopped ventilating. The patient was removed from the ventilator and manual ventilation began within 15 seconds. The ventilator spontaneously restarted. Upon restarting the ventilator showed the patient's previous settings. Respiratory manager was made aware of the situation; the ventilator was removed from the nicu unit and sequestered to the clinical engineering department. Testing: unit was removed from nicu. The logbook was reviewed. The log shows that the user made an adjustment to the mv alarm (mv:0.01 to 0.02 l/min) at 16:36 on date of event. The ventilator then did a restart. During the ventilator restart a device failure 02.01.003 was logged. The next log entry shows "mv low". The service manual states the following for a device failure 02.01.003:' alarm values relevant to safety are checked for plausibility. Cause: ram or sw error on cpu 68332 pcb or pneumatic controller pcb.'. Drager contacted and technical service representative (tsr) dispatched to customer site. (Six days later) the reported problem was that an evita xl had restarted while in operation. Drager tsr was unable to recreate the problem and the ventilator reported error code 02.01.003. The cpu pcb and the pneumatics controller pcb were replaced. Software version 5.10 was downloaded and the complete periodic manufacturer's certification was completed. All tests ok. Machine returned functional. Comments: prior to maintenance of cpu pcb and pneumatics controller pcb, unit hours were 1299h as of the date of event. Bio-med tech ran unit overnight on test lung to verify proper operation. Returned to service on the following day.